Manufacturer narrative:
Submit date: 9/13/2017.

Event description:
The customer states that the pump had a blank display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump had a blank display. The unit was triaged and the reported issue was confirmed. The unit was disassembled and the lcd flex and its connection on the printed circuit board was found to have ingress due to misuse. The lcd and pcb will be replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.